Manufacturer narrative:
(B)(4). A sample has not been received for complaint analysis. Therefore, the reported condition could not be confirmed. No issues were found during review of the documentation of internal manufacturing device history records for the lot reported that could result in the reported condition. The most probable root cause for this incident could not be determined as a sample was not received for analysis. However, although the most probable root cause could not be determined, the product's molding area personnel have been made aware of this report, in relation to the dimensions and functionality of this component.

Manufacturer narrative:
(B)(4). Evaluation summary: thirteen samples were received for evaluation; eleven unopened and the remaining 2 were opened. The coaxial needles were inspected in order to determine if the skin locking stopper moves by its own weight and it could not slide through the cannula. Therefore, the reported condition could not be confirmed. No issues were found during review of the documentation of internal manufacturing device history records for the lot reported that could result in the reported condition. The root cause of the reported condition could not be confirmed as the samples received did not present the reported failure and were not the samples that were found to have the defect by the customer. However, it is considered that the interaction between the locking stopper and the needle could result in a bigger diameter for this part causing the part to not lock into place. If the part is locked and then slid, it could result in a bigger diameter. Although the root cause could not be determined, the applicable molding area personnel have been made of this report, specifically regarding the relation between the dimensions and functionality of this component. The work instructions now include instructions to not lock the skin stopper if this will be slid in the needle and the applicable procedure indicates that if the skin stopper is locked, it should not fall by its own weight.

Event description:
The following was reported to cardinal health: sample notch will not lock in place so once start to insert needle it will move, allowing the needle to go in further than what they want it to. On (B)(6) 2012, the customer confirmed that there was no patient impact due to this. In addition, the procedure was able to be completed with another unit. On (B)(6) 2012, one of the facility's users described that the small plastic hub that is on the needle shaft will not lock in place.